Event description:
Device was returned from customer because it would not power up. During repair eval at MFR's facility, it was determined the device had power but the audible alarm did not sound. Device was not in use at time of incident.